Event description:
Correction: the correct patient identifier (a1) is (B)(6); not (B)(6) as previously reported in initial MDR [6000034-2025-02180]. The initial MDR [6000034-2025-02180] submitted on june 10, 2025 was also filed inadvertently. This MDR was a duplicate. Any further information will be provided with report number 6000034-2025-02173.

Event description:
Per the clinic, the battery home charger was found to be combusted (specific date not reported). A new replacement home charger was sent to the patient. No serious injury was reported.